Event description:
It was reported that there was inadequate iodine on the minicap sponge. The sponge was white in the center with a little bit of yellow iodine around the outside. There was no patient involvement. No additional information is available. This is report 14 of 14 for this event.

Manufacturer narrative:
(B)(4). Manufacturing date is 6/20/14-6/27/14. As the minicap was not returned, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.